Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a lock cassette message even though it was locked. This alarm event pauses the delivery of the pump until the error is addressed. There was some damage to the casing. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The downstream occlusion seal and flex sensor circuit were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.